Event description:
It was reported that for the past 2 months the pt has not been hearing well. Changing the external equipment did not improve the situation. Testing showed that 10 channels had high impedance.